Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side rupture. Device remains implanted.

Event description:
Patient reported a right side rupture. Healthcare professional confirmed right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, red particles in the shell and opening on radius. A visual and microscopic analysis was performed which identified: striated broken on anterior, striated opening on posterior, anterior and radius, missing shell and non-penetrating nicks. Base on the device analysis the final assessment is: a striated opening and broken assessed as surgical damage like consistent in the use of some surgical tool. Missing shell assessed as inconclusive.

Event description:
Additionally, healthcare professional reported and confirmed right side rupture. Device has been explanted.